Manufacturer narrative:
Further review prompted a change in the device analysis results. The change is reflected in this report under conclusion code(s).

Event description:
It was reported that the clinic needs a programmer with all available software. The programmer has not been updated recently. The hospital is in a remote location so it was not feasible to travel there to update the software. The programmer was returned to the manufacturer for servicing. It was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, as a result the software was updated. It was also noted that the keyboard hinges were broken, the lower case and power supply were corroded and the keyboard was damaged. (B)(4).